Event description:
In 2002. The patient was implanted with a vented electric left ventricular assist device (lvad). In 2003, the nurse contacted the manufacturer and stated she had changed out the lvad system controller, due to the excessive red heart and yellow wrench alarms. The patient had also felt the pump stop at one time. The nurse changed the system controller and returned it for analysis. No problems since the system controller change.